Event description:
It was reported that at a follow-up appointment, this right ventricular (rv) lead exhibited over-sensed noise resulting in inappropriate shock therapy. The physician suspected that the rv lead conductor had fractured. A replacement rv lead and new implantable device were implanted to resolve the event. This rv lead was unable to be extracted due to patient anatomy and was subsequently capped and abandoned. It is unknown if the explanted device was a boston scientific product. At this time, the rv lead remains implanted, but capped and out-of-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to correct h6.

Event description:
It was reported that at a follow-up appointment, this right ventricular (rv) lead exhibited over-sensed noise resulting in inappropriate shock therapy. The physician suspected that the rv lead conductor had fractured. A replacement rv lead and new implantable device were implanted to resolve the event. This rv lead was unable to be extracted due to patient anatomy and was subsequently capped and abandoned. It is unknown if the explanted device was a boston scientific product. At this time, the rv lead remains implanted, but capped and out-of-service. No additional adverse patient effects were reported.